Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, the left ventricular lead exhibited loss of capture. X-ray revealed that the lead had dislodged. The lead was explanted and replaced. The patient was doing well post procedure.

Manufacturer narrative:
(B)(4).